Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery does not charge. The customer blood glucose level was 116 mg/dl. Reportedly, the customer was able to resolve the issue by replugging the pump to charge. Customer reverted to an alternate pump for insulin therapy.